Manufacturer narrative:
H3 other text : multiple attempts were made to request additional information regarding resolution of the reported problem, however, the only significant information provided was that the patient is alive and well.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
A planned cardioversion was performed in the hospital. During synchronized cardioversion, the defibrillator delivered a shock to the t wave. After that, the patient developed ventricular tachycardia. Sinus rhythm was restored after another shock was delivered. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.